Event description:
It was reported that post pulsed field ablation procedure, the faradrive steerable sheath clear exhibited air. The procedure consisted of successfully completing 50 applications. However, during post-mapping process, the formation of a posterior wall (pw) isthmus, required additional applications to the pw. During the aspirating and flushing process, following the insertion of the farawave catheter into the sheath after mapping, a significant volume of air was observed being pulled into the aspirating syringe. Despite aspirating three full syringes, the air continued to aspirate. This event was not observed during the initial series of applications. The catheter was removed from the sheath and attempts were made to aspirate without any objects inside the sheath, which proceeded without any issues. The issue of air aspiration only occurred when a wire or catheter was inserted into the sheath after the catheter had been removed following the initial applications. It was quite possible that damaged could have occurred when exchanging the farawave catheter for the non-boston scientific mapping catheter after the initial lesion set, or from the non-boston scientific mapping catheter to the farawave catheter following post-mapping. The sheath was inspected after the procedure and a slight mark was observed on the inside of the hemostatic valve. There were no complications noted when switching from the non-boston scientific mapping catheter to the farawave catheter after the pre-map and at no point was air detected in the patient. The sheath was received for analysis.

Event description:
It was reported that post pulsed field ablation procedure, the faradrive steerable sheath clear exhibited air. The procedure consisted of successfully completing 50 applications. However, during post-mapping process, the formation of a posterior wall (pw) isthmus, required additional applications to the pw. During the aspirating and flushing process, following the insertion of the farawave catheter into the sheath after mapping, a significant volume of air was observed being pulled into the aspirating syringe. Despite aspirating three full syringes, the air continued to aspirate. This event was not observed during the initial series of applications. The catheter was removed from the sheath and attempts were made to aspirate without any objects inside the sheath, which proceeded without any issues. The issue of air aspiration only occurred when a wire or catheter was inserted into the sheath after the catheter had been removed following the initial applications. It was quite possible that damaged could have occurred when exchanging the farawave catheter for the non-boston scientific mapping catheter after the initial lesion set, or from the non-boston scientific mapping catheter to the farawave catheter following post-mapping. The sheath was inspected after the procedure and a slight mark was observed on the inside of the hemostatic valve. There were no complications noted when switching from the non-boston scientific mapping catheter to the farawave catheter after the pre-map and at no point was air detected in the patient. The sheath was received for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects. The sheath was leak tested and failed. Removal of the handle cap to inspect the internal components found internal valve to be torn in multiple locations by the opening slit, on the inner face. These defects compromised the valves' ability to seal pressure and fluid within the sheath, as seen during leak testing.